Event description:
Ventilatory failure, which may have been due to mucous plug, lower respiratory tract infection, pulmonary emboli, or cerebrovascular event. Uncertain if mucous plug contributed to ultimate demise, but pt was evaluated in emergency room prior evening for mucous plugging of trach. Diagnosis or reason for use: tracheostomy for aspiration due to edematous upper airway.